Manufacturer narrative:
Customer did not return sample for investigation testing.

Event description:
Customer states a donor was tested and an o pending result was received from the galileo on a reflexabo assay. Customer states a weak d assay was performed and a negative result was received. Customer states that this donor is historically o, rh positive (weak d). Customer states that manual tube testing was performed and the specimen tested negative at the immediate spin phase and 1+ at the weak d phase. Customer also performed repeat testing on the galileo and the result was o, rh negative.